Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot m7339l612 was reviewed and the product was produced according to product specifications. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 30 apr 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2019-00047 for the first report. It was reported "bedside rt [respiratory therapist] reported multiple disconnects with no patient movement. Aware of the halyard notice on this product. Replaced the flextube as per notice and then connection then appeared adequate. Concern is disconnects of patient on a vent, de-recruitment, vap [ventilator associated pneumonia] protocol broken, exposure to staff of body fluids." Additional information indicates "patient is ok;" no medical treatment required.